Event description:
This emdr is being submitted for an unknown additional quantity of wafers from an unknown quantity of market units as reported by the complainant. The healthcare professional nurse reported that end user¿s wife felt mass was more rigid and did not bend to the end user¿s abdomen causing them to press more to make it conform to the abdomen and causing the mass to lift in two to four days whereas normal wear time was seven days. Although the end user's wife changed the appliances and described that the removing something before doing the molding process, but her exact process was not clear. Also, she was uncertain of the stoma size but estimated it at the size of a half dollar. She examined the measuring guide and felt the stoma measured between 32-38mm whereas the stoma size range of wafer was 22-32mm. She will measure stoma size with the next change and try a larger size since larger stoma would need a larger size of wafer. The procedure of appliance changes included cleansing with shower gel and using company's adhesive remover and then protective barrier. Also, another company's belt and lubricating deodorant was also used. There was no harm reported and no photo is available at this time.

Manufacturer narrative:
Device 1 of 6. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number; reporting site: (B)(4). Manufacturing site: (B)(4).